Manufacturer narrative:
The product has not been returned, and without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this 31 mm bioprosthetic mitral valve, was explanted and replaced immediately following its implant. The patient was initially sized for a 31 mm valve, and the physician believed it was going to be a tight fit before lowering the valve into the valvular annulus. Upon placing the valve in the annulus, the physician found that the pledgets took up too much space for this valve. The valve was removed and replaced with a 29 mm valve. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.